Event description:
During a laparoscopic hysterectomy, while using the ace harmonic shears, it was noticed something was hanging off of instrument while in abdomen. Upon removing, they noticed a white wire extending about 0.5 inches away from the instrument. It was the coag side that was damaged. No obvious injury noted to patient from incident.